Event description:
A pharmacy technician reported to baxter healthcare corporate product surveillance one (1) ce intermate sv 100ml/hour in which the reservoir leaked into the housing when filling with normal saline. This condition has the potential to interrupt therapy. The event was detected in the pharmacy; there is no patient involvement, injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing fluid in the housing. The reported condition of a leak was confirmed. Visual examination of the unit determined that the root cause of the leak was a missing film wrap which occurred during the manufacturing assembly process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Manufacturing awareness training for this type of defect was conducted in january 2012. The reported unit was manufactured in 2011.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.